Event description:
It is reported that the device was implanted in 1999. The device was revised in 2005, due to osteolytic lesion under tibial component. At removal surface pitting and discoloration was noticed.